Event description:
The customer reported to olympus that there was no image displayed on the evis exera iii video system center during an upper and lower gastrointestinal endoscopy procedure. Consequently, the procedure was cancelled. The issue reportedly impacted the condition of the patient and affected the diagnostic or therapeutic outcome of the procedure. Additional information is being requested regarding this event.

Manufacturer narrative:
Olympus technical assistance center (tac) assisted the customer with troubleshooting. The customer tried to use the device with another scope and videoscope cable but there was still no image. Tac advised to use another cable. Upon further follow up, the customer confirmed that the issue has been resolved, and the device was repaired by an unspecified third-party vendor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted on importer medwatch report #(B)(4).

Manufacturer narrative:
This report is being supplemented to correct the initial reporting decision from a serious injury and malfunction to just a reportable malfunction as reflected on b1, b5, and h1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the customer confirming that there was no patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the "image is not displayed when the subject device is used with 180 scope" likely occurred due to a faulty printed circuit board (pcb). A definitive root cause for the faulty pcb cannot be identified. As a result of the device malfunction, the procedure was cancelled. Olympus will continue to monitor field performance for this device.